Event description:
Additional information received indicated that the patient was followed-up for a chest x-ray. The lead was in a correct position and unchanged from implant.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented at the clinic for a routine follow-up. The patient received inappropriate atp therapy due to detection of bigeminy as a vf. Isometrics test was not able to reproduce any noise, and programming changes will be made by the physician. Patient was stable and will continue to be monitored.

Event description:
Additional information received indicated that programming changes were made.